Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user could not pull medid: 10160, which is tranexamic acid 1000mg in 0.7% nacl, from the pyxis. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not pull medid: 10160, which is tranexamic acid 1000mg in 0.7% nacl, from the pyxis. A technical support specialist (tss) updated the facility formulary, first recorded all settings for the item, then unloaded the medication from all stations and deleted the item from the formulary. The item was approved from the approval queue. Once the item was added, the recorded settings were copied over, and the item was reloaded into medstations. The customer was guided with the steps given by the tss and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.